Event description:
On (B)(6) 2011, pt reported, the infusion device displayed an e6 mechanical error. She cleared the e6 error and then the infusion device displayed an e2 battery depleted error. The infusion device did not provide an a2 low battery alert first. Pt viewed the infusion device history and did not see an a2 alert, but there was an e3 automatic off error. Pt was advised on the e3 error message. Infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.